Event description:
It was reported that during a port placement procedure, the guide wire was allegedly did not go to the desired location. It was further reported that the wire was damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guide wire was allegedly did not go to the desired location. It was further reported that the guide wire was allegedly damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle with loaded j-tip guidewire was received for evaluation. Microscopic, visual, functional and dimensional evaluation were performed. Material stretching was noted to the distal end of the guidewire proximal to the j-tip. A core wire was noted within the stretched portion of the guidewire. A complete circumferential break was noted to the core flat wire. An attempt was made to retrieve the guidewire from the introducer needle hub was made but it was unsuccessful as guidewire appeared stuck within the introducer needle. Therefore, the investigation is confirmed for the reported damage and identified fracture, material separation and stretch issues. However, the investigation is inconclusive for the reported guidewire advancement issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.